Event description:
A non-health care professional reported that the patient interface with suction lost in the unknown patient eye, during lasik surgery.

Manufacturer narrative:
H.3., h.6.: investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information provided in b.2., b.5., and h.10., h.11. Based on information received, event occurred before laser fired. Hence, not qualified for the reportable event. The manufacturer internal reference number is: (B)(4).

Event description:
Based on information received, event occurred before laser fired. Hence, not qualified for the reportable event.